Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) was found in fallback/safety mode. The patient is receiving radiation therapy for cancer. A guidant technical services consultant recommended that the device be checked frequently to verify that it is in a fallback/safety mode. In addition, the device should be explanted at the completion of the radiation treatments. Guidant received additional information that on october 13th, 2005, a healthcare professional was unable to interrogate this ICD. The patient is too ill to have the device removed.